Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of having fluctuating high blood glucose of 300 to 452 mg/dl. The customer recently received a new pump and indicated that the pump isn't delivering insulin properly. Troubleshooting assisted customer with the basal feature and beep and silencing alerts. The customer declined further high blood glucose troubleshooting and indicated that they also need assistance with carelink. Troubleshooting advised customer to call back to speak with the software team regarding carelink. No further details provided.